Event description:
Customer reported blood glucose results of 60 mg/dl, 531, mg/dl, 359 mg/dl, 85 mg/dl, 66 mg/dl and 67 mg/dl within 16 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.